Event description:
Boston scientific received information that during the implant of this transvenous lead, poor sensing and threshold measurements were noted. Shortly after implant, the patient needed cardiopulmonary resuscitation due to respiratory arrest. After the treatment, this lead was noted to have dislodged into the right ventricular outflow tract, and was confirmed by x-ray. The lead was repositioned to the apex. The lead then dislodged a second time a day later, and was repositioned to the septum of the heart. Threshold and sensing measurements at this new location were acceptable. The physician confirmed the helix mechanism was working properly. No adverse patient effects concerning either procedure were reported.

Manufacturer narrative:
The lead was repositioned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.